Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336500; model: sc-8336-50; serial: (B)(6); batch: 5177208.

Event description:
It was reported that patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed for unknown reason. No further information has been obtained despite good faith efforts.